Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure within the esophagus, performed on (B)(6) 2012. According to the complainant, during the procedure, the bands were not able to be deployed from the speedband device. The scope was withdrawn from the patient, the device was exchanged, and then the procedure was completed using another speedband superview super 7 multiple band ligator device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.